Event description:
Patient called in 2002 alleging that their one touch ultra meter was reading inaccurately high. Patient did not have any symptoms. Patient did a meter to lab comparison within 10 minutes. The results were 315 compared to the lab's 240 mg/dl. Patient became ill and tested on the meter and was getting erratic readings. Patient then called 911, was taken to the hosptial and tested 55 mg/dl on their meter. The code on the meter did not match the code on the test strip vial. Attempts to contact patient have failed. Sending letter.